Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica crm (dated 10/29/09), sorin is filing this MDR at this time. (B)(4). The problem is relative to the packaging of the pacemaker. This pacemaker remains implanted. Conclusion: the analysis identified that the issue is this case is associated to a deformed inner blister, which caused the outer layer of tyvek to come in contact with the inner layer during the sealing process of the outer blister.

Event description:
Prior to the implant (B)(6), a problem associated to the packaging was observed. While opening the packaging, the tyvek cover of the outer sterilized package stuck to the tyvek layer of the inner sterilized package. The inner-sterilized package was disposed of at the hospital, but the outer packaging was returned for analysis. The associated pacemaker was subsequently implanted.